Event description:
Customer reported unexpected negative reactions with crrid on the echo. Anti-k was identified on echo (cells 8 and 14 were both 4+) on a patient sample. The sample was repeated manually in gel and identified anti-k and anti-fya. The anti-fya was very weak.

Manufacturer narrative:
The presence of the k and fya antigens were confirmed on retention capture-r ready-ID, lot id096. The customer did not sent samples for testing.